Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the distal tip would not move with the scope control wheel during colonoscopy procedure while the patient was under sedation and device was inside the patient involving an olympus colonovideoscope. The procedure was completed with same device. There was no patient injury reported.